Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient arrived at the hospital with pus noted coming out of the device. There were no additional adverse patient effects reported. This ICD was explanted.